Manufacturer narrative:
Csz has contacted the user facility for more information regarding the 2 allegations of the devices failing during procedures. The facility provided no additional information besides the devices were switched out and no patient harm was reported.

Event description:
Csz received a medwatch stating 2 hemotherm devices in the past 6 month period failed during a procedure. The 1st hemotherm device will be referenced on MFR report #: 1516825-2018-00008. The devices were changed out and no patient harm was reported. This report is filed in our complaint handling system as complaint (B)(4).